Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number:03.130.010, synthes lot number: 9923513, supplier lot number: n/a, release to warehouse date: august 28, 2016, expiration date: n/a, manufactured by synthes monument. Ncr 37915 was generated during production for incomplete inspection. Parts were reworked and re-inspected. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (part# 03.130.010, lot# 9923513, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the distal tip of the shaft was twisted. No broken features were observed with the returned device. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/specification review the following drawing(s) was reviewed: stardrive screwdriver shaft t4, self-retaining hex coupling no design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: the complaint cannot be confirmed for stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (part# 03.130.010, lot# 9923513) as the no broken features were observed with the returned device. While a definitive root cause could not be identified for the reported problem, it is possible that the tip of the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, the stardrive screwdriver shaft was broken. There were no patient or surgical involvement reported. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).